Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. Based on the available information, the root cause of this event cannot be conclusively determined.

Event description:
It was reported that a patient with an unknown model valve is being evaluated for a valve-in-valve procedure after an unknown implant duration due to unknown reasons.